Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump was off without any message and without recognition by the customer on 2 different nights in (B)(6). Caller stated customer experienced too high blood glucose level of 485 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.